Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported needle to cuff miss/ suture retrieval issue could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Surgery (surgical exposure) is listed in the proglide instructions for use, as a potential complication associated with the use of suture-mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a pre-close technique, via a 5f sheath prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide suture came out with the device. The sheath was upsized to 14f and the aaa procedure was completed. A surgical cutdown was performed to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. The physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.